Event description:
The complainant alleged during a cardioversion of a patient (age and gender unknown), the device's output was out of specification. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.